Manufacturer narrative:
The complaint device was received and inspected. Visual observation revealed that the jaw-to-shaft pin was missing from its space. Further observation revealed that the device appears worn indicating heavy use. Small superficial scratches were discovered on the distal end of the shaft near the upper jaw to shaft connection. Functional testing via actuation of the jaw lever revealed that the jaws did not open or close; top jaw only moved laterally along the shaft due to the nonexistent pin thus, confirming this complaint. Further testing revealed the actuator protruded out from the shaft due to the missing jaw-to-shaft pin. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin shearing off from its space. This failure could be attributed to user technique. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. At this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via email jaws will not function properly, jaws of device will not stay open. This was noticed during a rotator cuff repair case today (B)(6). There was no patient harm, and a different expressew iii was used to finish the case. Additional question to sales rep about missing pin 5/30/17. Per rep, no indication of missing pin in patient reported. Additional information received via email from the sales rep on 6-2-17. There was no delay in the case.